Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units and remained static for a period of time despite insulin being delivered. Subsequently, the customer reported that sometimes the cartridges were being filled with cold insulin and were overfilled. Troubleshooting was unable to be performed as the supplies had been changed prior to contact tandem technical support, and as the reported events had occurred in the past. There was no reported impact to the customer's blood glucose level. Recommendation was made to fill the cartridge with room temperature insulin and to never overfill the cartridge.